Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt was implanted with an ipg on (B)(6) 2008. It was reported that her ipg was explanted on (B)(6) 2010 due to the battery reaching its end-of-life. Based on the pt's program parameters, premature battery depletion is suspected. The explanted device was returned to the MFR for analysis.